Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed at bedside helping nurse adjust settings. Biomed stated they had a patient cooling on the arctic sun device. They were having issues with the device and had to swap to a new device. The nurse was wanting to know how to add time to the duration so that it will continue with their remaining duration and then switch to rewarming once completed. Confirmed they have the device set up in normothermia currently. The patient was already cooled to target and was in the maintenance phase of cooling. Explained under normothermia, the duration counts up and will maintain the programmed target temperature until they stop therapy. This will not switch to rewarming. Had nurse stop therapy and select new patient therapy under hypothermia. Had nurse adjust the cooling duration to the remaining time they had, nurse adjusted to 10 hours. Explained once the 10 hours was completed, it will then begin rewarming following the settings under the rewarming protocol on the screen. Nurse confirmed settings were correct and pressed start next to cooling.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. They had to swap to a new device. Biomed at bedside helping nurse adjust settings on new device. Biomed stated they had a patient cooling on the arctic sun device. The nurse was wanting to know how to add time to the duration so that it will continue with their remaining duration and then switch to rewarming once completed. Confirmed they have the device set up in normothermia currently. The patient was already cooled to target and was in the maintenance phase of cooling. Explained under normothermia, the duration counts up and will maintain the programmed target temperature until they stop therapy. This will not switch to rewarming. Had nurse stop therapy and select new patient therapy under hypothermia. Had nurse adjust the cooling duration to the remaining time they had, nurse adjusted to 10 hours. Explained once the 10 hours was completed, it will then begin rewarming following the settings under the rewarming protocol on the screen. Nurse confirmed settings were correct and pressed start next to cooling. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed at bedside helping nurse adjust settings. Biomed stated they had a patient cooling on the arctic sun device. They were having issues with the device and had to swap to a new device. The nurse was wanting to know how to add time to the duration so that it will continue with their remaining duration and then switch to rewarming once completed. Confirmed they have the device set up in normothermia currently. The patient was already cooled to target and was in the maintenance phase of cooling. Explained under normothermia, the duration counts up and will maintain the programmed target temperature until they stop therapy. This will not switch to rewarming. Had nurse stop therapy and select new patient therapy under hypothermia. Had nurse adjust the cooling duration to the remaining time they had, nurse adjusted to 10 hours. Explained once the 10 hours was completed, it will then begin rewarming following the settings under the rewarming protocol on the screen. Nurse confirmed settings were correct and pressed start next to cooling. Per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.